Event description:
The patient was brought into the operating room for a routine pump replacement. The physician was unable to aspirate the catheter. An x-ray was performed; it was determined that the catheter was not in the intrathecal space and was believed to be subcutaneous. The surgeon and managing physician made the decision to explant the pump. In addition, a portion of the catheter at the pump pocket was explanted, leaving the remaining catheter implanted. There were no patient symptoms or complications associated with this event. At the time of report, there was no patient injury. The device system had been used to deliver gablofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).